Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016 due to ineffective stimulation. During the procedure, the reported lead was explanted and replaced. The patient received effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-04215, 1627487-2016-04216. Due to the device analysis results, the scs extensions are being reported as device 2 and device 3 respectively.